Event description:
An analysis was performed on the handheld, and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The flashcard was returned for the following alleged reason: "computer software error, frozen screen during interrogation". An analysis was performed on the returned flashcard and the alleged screen freeze during interrogation is due to a computer software error. No other issues were observed with either the flashcard or software. The flashcard was also returned for slow performance. An analysis was performed on the returned flashcard and the reported allegation was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2012, it was reported that this physician's handheld device was stuck on the "interrogation successful" screen. The frozen screen was resolved with a hard rest. The handheld device was used to test a demonstration generator and it was noted that it took some time to go from the "interrogation successful" screen to the dosing/parameters screen. It was confirmed that the handheld device was working; however, it was taking 30 seconds to 1 minute to pull up the parameter settings. The devices were retuned on (B)(6) 2012 and are currently undergoing product analysis.